Event description:
It was reported that during the tensile test, it was felt that the material of the catheter 1 ~ 2 cm away from the trimming site was loose. No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of redy0107 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), applicable manufacturing records, video analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint that the catheter shaft material felt unusual was confirmed but the cause is unknown. A video of a previously inserted 4fr s/l groshong nxt clearvue catheter was returned for evaluation of this complaint. Longitudinal tensile forces were applied to the catheter by the user. The tensile forces were applied to the shaft between the insertion site and the assembled two-piece connector. The catheter shaft appeared to stretch further than a non-complainant piece of the catheter shaft. In addition, the outer diameter of the catheter shaft appeared to narrow more than usual when tensile forces were applied to the catheter. The physical characteristics seen in the video are typical of damage caused due to plastic deformation of the material. This type of damage can occur due to tensile (pulling) forces or over-pressurization of the catheter resulting in material ballooning. The exact mechanism of damage could not be determined from the provided video. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that during the tensile test, it was felt that the material of the catheter 1 ~ 2 cm away from the trimming site was loose. No other information was provided.